Manufacturer narrative:
(B)(4). Analysis was normal no anomaly was found. (B)(4).

Event description:
It was reported that patient received shocks and went to hospital where oversensing was observed and there was no ventricular capture. Via x-ray it was confirmed the lead had dislodged. The lead was replaced. The patient was fine after the procedure.